Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had a delivery anomaly. It was reported that sometimes insulin comes out from the insulin pen and sometimes it does not. The insulin doses are registered in the mobile app. Customer¿s blood glucose was 300 mg/dl, which was treated by manual injections. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.